Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer also experienced high blood glucose of 467mg/dl, treated with manual injection. During prime test, the pump was able to delivery insulin. Customer treated with manual injection while she was on the phone. The customer's blood glucose was 467mg/dl. Customer's current blood glucose was 275mg/dl. The pump passed high pressure test. The customer was advised to follow up with health care provider regarding high blood glucose.